Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed four days prior. According to the complainant, during the introduction of the prolieve catheter, the tip buckled and folded back on itself. The case was aborted after the physician attempted to place the catheter four or five times. There were no complications and the pt's condition was reported as fine.